Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test due to moisture damage noted in the force sensor resistor. The pump had a cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump while trying to change out the infusion set. Customer was advised to disconnect from the pump. Customer's blood glucose was 149 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.